Event description:
The customer reported that erroneous cardiac troponin (accutni) results both above the acute myocardial infarction (ami) cut-off and within the risk stratification range, were generated from a unicel dxc 600i synchron access clinical system for multiple patient samples over four days. This report represents the generation of erroneous, elevated cardiac troponin (accutni) results for three patients on (B)(6) 2012. The initial erroneous accutni results were not reported outside of the laboratory and hence there were no deaths, serious injuries or modification to patient treatment associated or attributed to this event. Subsequent testing on the same instrument produced lower results within the risk stratification range for two patients and within the normal reference range for the other. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that both levels of accutni quality control were within the customer's established ranges during the timeframe of the event. The calibration curve generated prior to the event was accepted as passing and had acceptable percent coefficients of variation (%cvs). A system check performed after the event generated acceptable results. The customer indicated that accutni samples were typically collected in lithium heparin plasma tubes with a gel separator, however there were some instances where lithium heparin tubes without gel separators could have been used.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the wash tower, incubator belt, the reaction vessel clips, the main pipettor tip and the pipettor wash tower. The fse also verified the incubator belt installation via a belt calibration, verified the ultrasonic temperature and voltage and performed the necessary pipettor alignments. The customer performed an assay quality control assessment and all results were within the laboratory's established ranges. Although hardware may have been a contributing factor, the cause of the event is unknown. Associated mdrs: 2122870-2012-00212, 2122870-2012-00349, 2122870-2012-00213, 2122870-2012-00350.